Event description:
It was reported that during the implant procedure, the lead exhibited high capture thresholds at multiple sites. After multiple repositioning, the helix would not extend. The lead was not used. The patient was in stable condition.